Event description:
The patient had a tesio catheter and had the arterial extension separate at home. He lost a significant amount of blood. The adaptor was changed at the hospital and patient received antibiotic therapy.